Event description:
It was reported that a cartridge alarm 20 occurred, preventing the customer from changing cartridges in their pump. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that a replacement pump, updated with the latest software, would be sent. The customer was also instructed on how to place the faulty pump into storage mode and return it using a provided pre-paid shipping label within ten days to avoid charges. Additionally, the customer was advised to program their settings and connect their cgm to the new pump once received, while using multiple daily injections as a backup insulin delivery method.